Event description:
It was reported that, during a tonsillectomy and adenoidectomy, the evac 70 wand ablation was weak, unable to cut the tissue and black smoke was emitted. Surgery was completed with a back-up device instead. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. The electrodes have been touched with another instrument causing one electrode to break off and the spacer at one of its legs to chip. A second electrode separated in its length exposing the inner metal. The metal tube has evidence of being touched by another instrument. Bio debris is present. The wand is bent from use. Product was out of the original packaging. No packaging returned. A functional evaluation showed the device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma and coagulation. These findings are related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Additional factors that could have contributed to the reported event include 1) hitting the device tip against a hard surface. 2) using the device as a lever to enlarge surgical site. 3) mechanical displacement of tissue through applied force. 4) activating the device above recommended settings for prolonged periods of time. The root cause for the smoking problem could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include the smoke and sparks from the device had been the saline coming into contact with the electrodes while they were activated. Based on this investigation, the need for corrective action is not indicated.